Manufacturer narrative:
Date sent to the FDA: 06/22/2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: it was reported performance breakage suture. It was received for analysis seventeen unopened samples of product. The complaint sample was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Device return status/follow up? Chabchgro / chabchgr0 invalid lots. Can you provide the correct lot?

Event description:
It was reported that the animal underwent a hysterectomy procedure in 2019 and suture was used. During the ligation of the ovarian pedicle the thread breaks. A different suture was used to complete the procedure.